Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit device was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the physician perforated the bladder while placing the trocar. The physician re-passed the trocar as he repositioned the sling and the case was completed. The physician saw some mesh as he viewed into the hole in the bladder. He released and drained the bladder but could not find the mesh. The physician also stated that "it was possible that the bladder was just distended when he filled the bladder to take a look with the cystoscope and that he was able to see through the previous hole that he perforated into the bladder. He might have been seeing the mesh through that hole or there may be actually a mesh in the bladder." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.